Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The trial broke during reduction.

Manufacturer narrative:
Additional narrative: examination of the submitted pfc sigma rp stb in tr s4 10.0 confirms breakage. The insert trial exhibits scratches, gouges, and some discoloration suggesting heavy usage and numerous decontamination procedures. A search of the complaint database against product code 963141 did not identify any trend of device breakage. The root cause is attributed to product wear out from normal use and servicing. The product is old (mfg 2005) and has been subjected to heavy usage. Based on the determination of product wear out from normal use and serving as the root cause, and the low frequency of reported events, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.